Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing and myopotential noise. The patient was shoveling snow at the time of the shock. Technical services discussed some programming options. The clinic brought the patient in for some device reprogramming. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The device was not returned for analysis yet; therefore, a technical analysis could not be performed. The manufacturing process for this electrode model included extensive inspections to ensure that the finished product met specifications prior to distribution, including validation of sterility and a series of visual, functional, and electrical tests. There is no indication that the referenced event was related to the manufacturing process. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
This supplemental report is being filed to provide additional information for the h11 section of tab h. Device manufacturers only. It was reported that the patient had an inappropriate shock due to t-wave oversensing and myopotential noise. The patient was shoveling snow at the time of the shock. Technical services discussed some programming options. The clinic brought the patient in for some device reprogramming. There were no additional adverse patient effects. The system remains implanted.